Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the final ablation was complete, the patient became hypotensive. The tamponade was confirmed via echocardiogram. A pericardiocentesis was performed and 650cc of fluid was removed from the pericardial space. The patient was reported to be in stable condition at the time of complaint report. It is unknown if the patient required hospitalization. The patient's current status is also unknown; however the patient did not expire. The physician did not provide a causality opinion; however the physician noted the event was not caused by the lack of flow and the temperature did not go up during ablations. No transseptal puncture was performed since this was a pulmonary ventricular contraction ablation, no transseptal puncture was required. Smartablate generator settings included: temperature control mode, auto mode for 4mm catheter (incorrect catheter setting) at 30 watts and 55°c smartablate pump flow was set at 2ml/min and did not exceed 2ml/min, even during ablation due to the setting issue and not a malfunction of the pump.

Manufacturer narrative:
Additional information was received on 07/19/2016: the blood pressure of patient dropped at least 10 minutes after last ablation and the physician was unsure what could have caused it or the site of injury. The patient did require extended hospitalization due to the event. However, the patient¿s current status is unknown. There were no known factors that might have contributed to the event. The pump was in auto mode during the procedure. (B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.